Manufacturer narrative:
(B)(4). Evaluation summary: device: failure to follow steps/instructions. Unique device identifier (UDI): (B)(4). The cine of the event was received and reviewed by an abbott clinical specialist who concluded the following: it was reported that the lesion preparation was performed by using an unknown type or manufacturer stated to be a 5 mm x 120 mm balloon which was inflated to its rated burst pressure (rbp). Without additional information as to the type of balloon (i.e. Compliant, semi-compliant or non-compliant) and / or its inflation chart the final inflation diameter is unable to be determined, although we can infer that it was, at a minimum, 5 mm in diameter at its rbp. The root cause for the supera stent deployment length result can be directly associated with the undersize vessel preparation. In this case the vessel preparation to stent size section mismatch was 1 mm with the stent selection being 1 mm larger than the final vessel diameter. In conclusion, failure to follow the instructions for use (IFU) resulted in this reported suboptimal deployment of the supera stent. Visual inspections were performed on the returned device. The deployment difficulty and stretched stent was unable to be confirmed as the stent had already been deployed. The tip detachment was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Per the supera IFU the recommended pre-dilatation diameter for a 6.0 mm stent is to use a balloon diameter greater than 6.8 mm. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the cause for the reported deployment issue, stent elongation, and tip detachment is due to use error. The subsequent patient treatment/therapy is due to operational context.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the mildly calcified, mildly tortuous, mid superficial femoral artery. A crossover procedure was used to treat a long lesion starting in the left superficial femoral artery to the iliac near the bifurcation. Pre-dilatation was performed with a 5 mm balloon inflated to rated burst pressure after which the 6 mm x 200 mm x 80 cm supera stent delivery system was advanced and deployment started. The first 180 mm of the stent were successfully deployed, but then resistance was felt in the delivery system. The delivery system was moving; however, the distal tip was not. It was then realized that the distal 4-5 cm of the delivery system had separated. The last 2 cm of the supera stent was deployed using force causing the stent to elongate into the right iliac and left iliac in healthy tissue. An armada xt balloon catheter was advanced and inflated to capture the distal end of the delivery system which was dragged into the sheath and removed successfully. A kissing balloon dilatation was performed to crush the supera stent that was deployed in the right iliac and also the left iliac near the bifurcation into the vessel wall, followed by stenting with an omnilink elite and a non-abbott dynamic balloon expandable stent resulting in perfect outflow of both iliac arteries. The patient is reported to be well. No additional information was provided.